Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarms were noted. The insulin pump functioned properly. The insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump has been alarming no delivery since march and has reported those past events but now it is alarming repeatedly. Customer stated she has changed the infusion set 3 times in 2 days. Blood glucose is 303 mg/dl; treated with manual insulin injection. Customer has tried different length cannulas and the insulin is not expired or denatured. Customer does rotate sites and avoids scar tissue and stated that the tubing is not bent or kinked. Customer states she has tried every possible solution. Nothing further reported.